Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest 40 pta dilatation catheter was returned for the evaluation. Visual evaluation was performed and noted that device appeared to be bloody. Peeled pebax was noted throughout the balloon. During the functional test, an in house presto inflation device was used to inflate the balloon and noted that there was no water leaking from the balloon. No any further functional test performed. Therefore, the investigation is confirmed for the identified peeled pebax, as peeled pebax was noted throughout the balloon during the visual evaluation. The investigation is unconfirmed for the reported balloon rupture, as no water leak observed during the functional test. A definitive root cause for the reported balloon rupture and identified peeled pebax could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 07/2023). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 15 atm. It was further reported that the procedure was completed using another device. There was no reported patient injury.